Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The device was returned contaminated with blood. Pictures were taken but the device could not be disassembled and examined further. No contamination was observed. The complaint is not confirmed. No problem found.

Event description:
It was reported that during preparation of autologous platelet-rich plasma there seems to be loose pieces of plastic inside the syringes. There was no harm or adverse event for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. No further information received.